Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was hospitalized on (B)(6) 2019 due to fluctuating blood glucose. Customer does not remember the blood glucose reading at the time of the incident. Customer experienced symptoms such as throwing up, ketones, blurry vision and dizziness. Customer was treated with intravenous fluids and insulin. Customer also reported leak from the infusion set but was unsure if it was due to crack on pump, reservoir or infusion set connection. The device is expected to return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had scratched case, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. However, during visual inspection moisture damage was found on the lcd/b. The test p-cap and reservoir does lock in place in the reservoir compartment.